Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that this device was installed by the customer in june 2010 and performed to specification up to the (B)(6) 2012. The device failed multiple self-tests due to a low battery between (B)(6) 2012 and remained in fault mode until (B)(6) 2013 when an increase in voltage suggests a further pad-pak was installed with the device passing a self-test during this time. Multiple manual power ups some of 10 minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs recorded and the green status led flashing in time with the pad-placement leds and extinguished when in standby mode and the measurements taken during the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.